Event description:
Customer reports an infusor containing morphine and saline to a total volume of 60ml overinfused in 20 hours of pt use. Customer reports no adverse clinical reaction. No further details provided.